Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a scan of hi (greater than 500 mg/dl) with the adc freestyle libre sensor, which was high as compared to an unspecified result from competitor brand meter on (B)(6) 2021. As a result, the customer was "stunned¿, self-treated with "too much insulin" and subsequently lost consciousness. Paramedics brought the customer to the hospital where an unknown low blood glucose result was obtained on the hospital meter and the customer was provided with an injection to raise his blood glucose for a diagnosis of hypoglycemia. Additionally, the customer was prescribed the nasal glucagon, "baqsimi." There was no report of death or permanent injury associated with this event.